Event description:
Customer report the insulin pump was stuck on the prime loop. Customer stated it was dripping out but has primed it four times. Customer's blood glucose was 102 mg/dl. Customer was advised to hold the act button until second series of beeps and or numbers appeared on the device. Device did have second series of beeps. Customer was advised to monitor the device. Customer stated she wasted a reservoir in the filling process. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded. (B)(4)